Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received indicated that the instrument was not used in surgery so there was no delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer contacted to say that the white handle on the cstem sets are cracked. Further to the call I audited the trays and noticed that the plastic had perished and cracks were present on both handles. These sets have been in action at the account for many years and the perishing was down to wear and tear.